Event description:
The customer reported that she recently went to the emergency room due to a blood glucose level above 300 mg/dl and difficulty inserting the infusion set. Customer reported that she had recently been experiencing unexplained high blood glucose levels. Blood glucose level near the time of the call was 397 mg/dl which was treated with a manual injection. Customer stated that she also recently discovered that a cannula was bent. During troubleshooting, the customer stated that air bubbles were present in the tubing and she received a no delivery alarm. The customer performed a set change and was advised to monitor the device. Customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.